Event description:
Customer reported an antibiotic secondary infusion backflowed into the primary infusion bag of normal saline. Ran entire bag of saline so the entire dose of antibiotic would be administered. If product received and upon completion of investigation a follow up report will be sent.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.